Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level above 700 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin, and fluids. Reportedly, customer left the ER several hours later with customer in stable condition (bg 200 mg/dl).